Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspected device and performed a failure investigation. The reported issue was duplicated and determined to be due to a faulty r608 p/n 61013. This is a known issue for pcba's built before 21 april 2014 and addressed with crf 14-17. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint number (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed ventilator inoperable (vent inop), motor fault, low minute volume (low ve), and low peak inspiratory pressure (low pip) immediately upon startup. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.